Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the pipeline failed to open. The patient was undergoing surgery for treatment of a recanalisation, unruptured aneurysm in the internal carotid artery. It was noted the patient's vessel tortuosity was moderate. It was reported that during deployment of the pipeline, the distal extremity did not open. The healthcare provider (hcp) recaptured the pipeline in the phenom27 and tried to deploy again, but the pipeline felt down. It was noted the pipeline was not in a bend, less than 50% had been deployed, it was resheathed less than or equal to two times, and no additional step were taken to open the pipeline. Since it was not recommended to reposition it distally at the correct position like that, the hcp decided to retrieve both the pipeline and phenom27. New devices were used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.